Manufacturer narrative:
Submit date: 3/4/2009. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had a problem with a urinary catheter. The customer reported that a tip was missing from a catheter. The catheter was inserted into a trauma patient and later, the nurse found the catheter on the bed between the patient's legs without the tip. The doctor ordered a CT scan and both the doctor and radiologist confirmed that the tip was not inside the patient. A member of the hospital staff indicated that he was not aware if the tip was missing prior to the insertion of the foley catheter.